Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented remotely. Upon review of merlin.net transmissions it was observed the patient's right ventricular lead had non-sustained right ventricular oversensing episodes caused by noise on the lead. The physician elected to monitor the patient's device. The patient had no symptoms related to this event.